Event description:
Device complication: no malfunction identified. Time of symptoms: post-procedure. Symptoms: no blood flow to the right middle cerebral artery. It was reporrted that in 2006 the patient underwent a stenting procedure of a lesion located in the osteum of the ric. During a procedure, an internal guide wire was advanced to the mid cerbral artery. The guide wire could only be advanced partially to the mid cerebral artery over a 3 french infusion catheter over the guide wire. The wire was removed from the patient's anatomy and tpa 10 mg was administered. Post-procedure, an angiogram revealed an issue of no flow at the location of the right middle cerebral artery. Prior to stenting, the patient did have flow to this anatomical area. Post-procedure, the patient was heavily sedated and only mild mental capacity could be determined. The patient was not intubated post-procedureally and was discharged from the lab with issue of no flow continuing to the right middle cerebral artery. The patient does have a history of ischemic stroke which occurred 1 week prior to the procedure tath resulted in left sided paralysis. No additional information is available.